Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was "very light" and that when navigating through menus, the previous menu would overlay the new selected menu or the touch screen would turn red. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.